Event description:
Patient has porta cath, placed approximately 3 days ago for administration of medications. Line would not flush and fluid was leaking around porta cath site; needle was found to have broken off from the yellow wings and was sticking out of the patient's skin; was safely removed with a hemostat and the patient was not harmed. Port was reaccessed without difficulty.